Event description:
The account alleged that the bed side rail would not go to the up position. No pt impact.

Manufacturer narrative:
The tech found that the bed functioned to specs. The nurse did not know how to operate the side rails. The tech in-serviced the nurse on how to operate the side rails to resolve the issue.